Manufacturer narrative:
The reported event of air leak could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the atrial fibrillation procedure, when sheath was inserted into a vein and pulled out to flush from the flush port, air continued to be aspirated. The sheath was replaced and the procedure was completed with no adverse consequences to the patient. No air was confirmed to have entered the patient.